Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it delivering an unexpected breath rate (low) and displaying the alarm for high peep (positive end expiratory pressure) were confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the efm.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was delivering an unexpected breath rate (low) and displaying the high peep (positive end expiratory pressure) alarm. There were no reports of patient use associated with the reported issues.